Event description:
A vena cava filter was placed in patient for prevention of dvt. The patient returned to have the filter removed. It was reported that the cava grams showed transmural incorporation of one of the arms of the filter. The doctor docked with the filter and noted that one of the arms was detached. The doctor felt resistance and released the filter. This occurred one additional time. On the third attempt, the filter was removed with much force. Immediately, the doctor snared the arm and removed it. Light extravasation was noted in the follow-up scan. The extravasation point was noted across from the transmural incorporation point.